Manufacturer narrative:
This report is being supplemented to correct information that was provided in the initial medwatch report and to provide additional information based on the legal manufacturer's final investigation. Correction to information provided in g3 of the initial medwatch report: the aware date (date received by manufacturer) should have been 22nov2023. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the foreign material could not be identified. Hence, a definitive root cause of foreign matter remaining in the device could not be determined. The suggested event is detectable/preventable by handling the scope in accordance with the following sections of the instructions for use (IFU): IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series. Reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Due to the nature of the reportable event (foreign material found), follow up regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility was requested. Customer provided the following information: the device was cleaned, sanitized, and disinfected prior to being sent to for repair. The facility was not aware of what the foreign material was. The time lag between the end of clinical use and the start of pre-washing noted no delay, properly implemented. Pre-cleaning: the facility flushed the air/water nozzle with water and air. The facility did not note that there were any abnormalities on the accessories used for reprocessing. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found due to a pinhole on channel tube, water tightness was lost. Due to a scratch on plastic distal end cover, insulation resistance value at distal end did not meet the standard value. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on bending section cover had a crack. Adhesive on bending section cover had white clouded area. Due to clogging of nozzle, water removal ability did not meet the standard value. Switch 3 had a crack. Adhesive around the objective lens was peeled. Adhesive around the light guide lens had white clouded area. Plastic distal end cover had a scratch. Connecting tube had a scratch. Switch 1 had a scratch. . The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the videoscope had an air leak from the operation section. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign object came out of the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.